Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site's navigation system will intermittently become unresponsive in different areas of the software. When the software is unresponsive, the site needs to re-boot the system to get the system to recover. There was a less than 1-hour delay to the procedure and no impact on patient outcome

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.